Event description:
Affiliate reported that the valve was misaligned and was not possible to adjust the valve. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was that of product code (B)(4) and not that of (B)(4) as reported initially. It appears the likely root cause for the problem reported by the customer was due to some form of impact. It was found that the valve casing was cracked and the cam mechanism was damaged. When tested, the device failed the programming test and an occlusion was found, however when tested for flow again after irrigation the flow was normal. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.